Event description:
During PICC dressing change, PICC site noted to be slightly damp. Line flushed and fluid noted to be leaking from catheter between purple reinforcement and white catheter. Leaking portion of catheter removed under sterile conditions. Catheter repaired under sterile conditions successfully. Md notified to consider antibiotic administration.